Event description:
Boston scientific received information that during a device replacement procedure the physician was experiencing difficulty loosening the setscrew on the device. Boston scientific technical services (ts) was consulted and discussed troubleshooting techniques with another manufacturer's field representative. The outcome remains unknown. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.